Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary the complaint device was received and evaluated. Visual observation confirmed that the inner shaft was broken near the proximal connecting end; the groove in which the inner shaft is fixed onto the handle was broken off preventing actuation. The reported condition can be confirmed. This failure is typically associated with excess abuse of the device and can be attributed to user technique issue. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the rep's cord cutter was not cutting because the hooked insertion point where the suture was cut by the device was broken. The device was not used with fiberwire. The case was completed with a competitor's device with no patient harm, but there was a two minute delay. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.